Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The bravo recorder was power on to main screen no any issues. All leds works as intended. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successful ly, performed test study of 48 hours and download the study data successfully; recorder physical examination conclusion is that recorder function properly without any problems. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following corrected information was received on june 8, 2017 and has been verified by the customer; a repeat procedure was not necessary.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not turn on. The malfunction resulted in a 10 hour short study. A repeat procedure will be necessary due to the alleged device malfunction. There was no harm or injury to the patient or user. No known adverse events were reported.